Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 16th september 2013. The reported fault could not be confirmed. The device was returned with the reported fault ¿on/off button fails to respond during test using saverevo¿ information from the history log shows that the device successfully records self-tests from the first pad-pak installation date on the 21st october 2013 up to the last log entry prior to receipt at heartsine on the 10th march 2019. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Details from the reported complaint stated that he fault was discovered during routine. Testing of the device on saverevo in which the on/off button was tested. The on/off button was verified during the investigation and using the saverevo diagnostic tool during testing. Therefore, it is possible that incorrect use of saverevo diagnostic test tool may have caused the reported issue. The returned sam 500p is now outside of its warranty period and will be scrapped.

Event description:
AED on/off button fail to respond during test using saverevo. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
AED on/off button fail to respond during test using saverevo. There was no patient involved in this event.